Event description:
Flexible rubber ventilator tubing became disconnected during rescusitation efforts. No alarms sounded. Arterial blood gases indicated pt inadequately ventilated. Disconnect discovered and reconnected. Pt ventilated via ambu during episode, and ventilator replaced. Ventilator which malfunctioned indicated "do not use", then ok when self test run initially. An hour later, when est run, indicated "do not use", and error code appeared. It cannot be estabilished that any injury actually occurred to the pt, due to the pt's pre existing (comatose) condition, however the alarm failure was observed and documented. Since this model ventilator is widely used within the facility, the adminstrations is greatly concerned that this malfunction may recur and the staff has been alerted to this potential. Further investigation and testing wil be completed by puritan bennett technicians, with the hosp biomedical engineering staff in attendance. Once the evaluations is completed, a follow up report will be forwarded.